Event description:
It was reported that a patient implanted with an impella cp required repositing of the pump because it appeared deep. The pump then migrated into the aorta and was repositioned again. The patient had a do not resuscitate order. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
A4 and a5 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The pump was returned for evaluation. No issues were found with the returned product. The cause of the positioning issue was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.